Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. An increased intraperitoneal volume (iipv) situation was confirmed in the logs, but not duplicated during pal evaluation. Cause: insufficient drain. False empty detect at initial drain. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. The device did not meet specifications. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 3000ml and the total ultrafiltration (uf) volume was 2137ml. This uf volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.